Event description:
Consumer stated the bristles from the equate smilesonic pro advanced clean sonic replacement brush head is coming apart while he's brushing his teeth on his first use. This was his first time using this particular product. Consumer received refund from retailer. Product was returned for review.